Manufacturer narrative:
H10: one (1) used list# ch3034, bag spike adapter w/spiros (lot# 4184668) connected to one (1) used plumset (unknown list/lot) was received and visually inspected. The report of a disconnection was confirmed. The one (1) ch3034 sample was separated at the male and female luer interface. Little to no solvent was present on the separated male and female luers. No other damage or anomalies were identified. The probable cause of the little to no solvent present on the bond of the female luer of the spiros to the small bore male luer is due to an error during the manual assembly at the manufacturing location in ensenada. The DHR (device history review) for lot # 4184668 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The investigation is in process.

Event description:
The event involved a bag spike adapter w/spiros s/red cap vented cap, ch3034 in which the tube connection broke. The event occurred when the set was connected to the patient and there was spillage of carboplatin. The nurse was exposed to the chemo drug. The set was immediately replaced, and therapy was resumed.